Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. CT scan confirmed electrode migration. The recipient reported feeling dizziness and pain that has resolved with programming changes. The recipient is scheduled for revision surgery.